Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('my c shaped one was imbedded in my uterus and poking out the topil') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), headache ("headaches") and device expulsion ("my c shaped one was imbedded in my uterus and poking out the topil"). The patient was treated with surgery (she had been scheduled for essure removal surgery). At the time of the report, the embedded device, headache and device expulsion outcome was unknown. The reporter considered device expulsion, embedded device and headache to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2020: social media received: event medical device removal was replaced with events- device expulsion and embedded device. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('my c shaped one was imbedded in my uterus and poking out the topil') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), headache ("headaches"), device expulsion ("my c shaped one was imbedded in my uterus and poking out the topil"), hypersensitivity ("allergy"), urticaria ("hives"), dysmenorrhoea ("pain on my cycle"), hypoaesthesia ("numbness") and peripheral swelling ("6 weeks in a boot, then bought expensive shoes / feet are healed") and was found to have vitamin d decreased ("vitamin d is really low"). The patient was treated with surgery (she had been scheduled for essure removal surgery). Essure (ess205) was removed. At the time of the report, the embedded device, headache, device expulsion, hypersensitivity, vitamin d decreased, urticaria, dysmenorrhoea and hypoaesthesia outcome was unknown and the peripheral swelling had resolved. The reporter considered device expulsion, dysmenorrhoea, embedded device, headache, hypersensitivity, hypoaesthesia, peripheral swelling, urticaria and vitamin d decreased to be related to essure (ess205). The reporter commented: patient was on a boot for 6 weeks, then bought expensive shoes, could not wear anything else. She got essure removed, and feet are healed, she can wear any shoes with no issues. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received. New events "hypoaesthesia" and "peripheral swelling" were added. Reporter causality comment was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('my c shaped one was imbedded in my uterus and pokng out the topil') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), headache ("headaches") and device expulsion ("my c shaped one was imbedded in my uterus and pokng out the topil"). The patient was treated with surgery (she had been scheduled for essure removal surgery). At the time of the report, the embedded device, headache and device expulsion outcome was unknown. The reporter considered device expulsion, embedded device and headache to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('my c shaped one was imbedded in my uterus and pokng out the topil') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), headache ("headaches"), device expulsion ("my c shaped one was imbedded in my uterus and pokng out the topil"), hypersensitivity ("allergy"), urticaria ("hives") and dysmenorrhoea ("pain on my cycle") and was found to have vitamin d decreased ("vitamin d is really low"). The patient was treated with surgery (she had been scheduled for essure removal surgery). Essure (ess205) was removed. At the time of the report, the embedded device, headache, device expulsion, hypersensitivity, vitamin d decreased, urticaria and dysmenorrhoea outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, embedded device, headache, hypersensitivity, urticaria and vitamin d decreased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu2& retention deletion proceed together: social media received. Essure model change essure (ess305) to essure (ess205). Insertion date was added. New event allergy, vitamin d is really low, hives, dysmenorrhoea were added. Reporter was added.retention deletion : this is a retention case. All the information including source document, reporter and references from deletion case (B)(4) has been transferred to this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('poison is out of your body/essure - free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced headache ("headaches"). The patient was treated with surgery (she had been scheduled for essure removal surgery). At the time of the report, the medical device removal and headache outcome was unknown. The reporter considered headache and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.